Manufacturer narrative:
Blank display due to corroded electronic assembly. Unable to perform displacement test, rewind, prime/seating, basic occlusion test, force sensor test, occlusion test, self test, active current measurement and sleep current measurement test or verify critical pump error (open book image) alarm due to blank display. The following were noted during visual inspection: scratched case, cracked case near the corner of belt clip rails, cracked case on the battery tube side, and moisture damage in battery tube.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had critical insulin pump error and also had small crack on the back. Customer reported that they received open book image on the insulin pump screen. No harm requiring medical intervention was reported. The device will be returned for analysis.